Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experienced discomfort at the pocket site and underwent pocket revision on (B)(6) 2019. There was bump from the previously capped lead and the capped lead was adjusted as the patient did not prefer extraction of the lead. The implantable cardioverter defibrillator was temporarily turned off at the time of surgery and there was no issue with the implanted device. The patient was stable post procedure.